Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant of the implantable pulse generator (ipg) system a pocket infection occurred. The ipg system was explanted and replaced and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.